Event description:
(B)(4). It was reported that the patient died due to cardiac arrest. In (B)(6) 2013, the patient presented with stable angina and was referred for cardiac catheterization which revealed a 75% stenosed, 7mm in length, target lesion located in the 2.25mm in diameter mid left anterior descending artery (lad). The lesion was treated with pre-dilatation and placement of a 2.50 x 12 mm study stent with 0% residual stenosis. Three days post procedure, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2014, the patient was hospitalized in an outlying ward due to cardiocirculatory arrest. At the time of admission, the patient was in coma with respiratory failure, was oligoanuric, with severe lactic acidosis and paroxysmal supraventricular tachycardia (psvt). Patient had a significant history of severe pulmonary hypertension (paps 90-95), progressive systemic sclerosis, hepatitis b virus (hbv) related liver disease, arterial hypertension, pulmonary fibrosis and coronary artery disease. During hospitalization, cardiopulmonary resuscitation was initiated and the patient was intubated and put on mechanical ventilation. In addition, antibiotic therapy, nutritional therapy, inotropic support and antiarrythmic agents were administered. Despite efforts, the patient never regained consciousness after cardiac arrest. Three days post admission, the patient died of cardiac arrest secondary to severe rise in pulmonary artery pressure. The patient was noted to have symptoms of severe dyspnea before the arrest and there was severe rise in pulmonary artery pressure due to her pulmonary fibrosis. Adjudication results have identified stent thrombosis as a possibility. (B)(4)

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).